Manufacturer narrative:
Actaul device is yet to be returned. DHR review didn't indicate any discrepancies. Failure to osseointegrate is a known inherent risk of the procedure.

Event description:
The dentist reportd that the impalnt failed to osseointegrate. The patient complained of looseness of implant at six week follow up. No serious injury has been reported.